Event description:
The recipient reportedly experienced non-auditory sensations and pain with use of the device. Programming adjustments were made, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced facial nerve stimulation, facial numbness, and discomfort with device use prior to revision surgery. The external visual inspection revealed silastic overmold damage along the electrode lead prior to receipt. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed cut electrode wires along the electrode lead. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device passed all the tests performed. No corrective action is indicated. This is the final report.

Manufacturer narrative:
Add'l info.